Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer's display was blank. Parts of the internal circuitry was blown that caused damage to the inverter cover. Moreover, the liquid-crystal-display (lcd) cover was scratched. All affected components were replaced. The programmer passed all incoming tests. Laboratory analysis confirmed the reported allegation.

Event description:
Boston scientific received information that the programmer dsipaked black screen. Boston scientific technical services (ts) noted that this programmer has been used in the clinic for eight to twelve hours every day. Additional information was obtained indicating that this issue was not resolved and that this programmer was already sent back. There was no patient involvement reported.